Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table. The technician inspected the surgical table and found the shroud covers to be damaged. The initial report of the event by user facility personnel stated the base and cylinder broke off. Contrary to the reported event, the technician found no issues with function or operation with the base cylinder. The technician stated that the shrouds had sustained damage/denting prior to the reported event. When user facility personnel commanded the table to raise in height, the damaged shrouds began binding on themselves. The steris technician adjusted the shrouds, tested the table and confirmed it to be operating properly. The table was returned to service and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the base cover shrouds became misaligned when the table was commanded to raise. The procedure was completed successfully and no injury, procedure delay or cancellation was reported.